Event description:
It was reported the patient received the following results within 10 minutes: a result in the "500 mg/dl to 600's mg/dl" range (system 1) and a result in the "120 mg/dl to 140's mg/dl" range (system 2). The same test strip vial was used for both meters and results.